Manufacturer narrative:
(B)(4). Initially the trending statement was supposed to indicate that no similar reports have been received for the reported problem. Additional evaluation tests: clamp function test was performed with no issues noted. During the integrity of the seal surface test, no leaks were found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation of a companion sample, it was determined that the minicap transfer set did not meet dimensional specifications. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An evaluation of the companion sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.